Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored a ventricular episode where anti-tachycardia pacing (atp) and shocks were delivered for either supraventricular tachycardia (svt) or atrial tachycardia. This episode showed an abrupt stable rhythm. An earlier episode showed a gradual stable rhythm, v>a was true due to intermittent atrial undersensing. This atrial undersensing was also observed in clinic, and the patient was prescribed amiodarone. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d remains in service. No additional adverse patient effects were reported.